Event description:
It was reported that the user performed a breakfast meal announcement for the first time and experienced elevated blood glucose at 401 mg/dl while using the ilet system. Customer care provided support that included customer education regarding meal announcements and pump learning behavior. Investigation of this case revealed that the device performance was consistent with expected system adaptation, as the ilet had not yet learned the user¿s breakfast bolus needs due to lack of prior breakfast announcements. Symptoms included polydipsia associated with hyperglycemia. Outcomes included no reported injury, no medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use-related learning behavior of the adaptive algorithm and not a device malfunction.